Event description:
A filter appeared to not open fully upon deployment via a right jugular approach. A second filter was placed successfully without pt complications. This filter remains implanted. Therefore, no failure analysis will be available. Follow up revealed the physician subsequently believed the filter was deployed in a tributary vein off the inferior vena cava. Therefore, co does not attribute this event to the device.